Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device was inaccurate on channels a and c.

Manufacturer narrative:
Evaluation summary: the condition of inaccuracy on channels a and c was confirmed. Inspection of the device found that this was caused by faulty pump head modules on these channels. The pump head modules were replaced.